Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area, no; evidence of non-functionality, no; external damage to lcs/cs housing, no. Functional tests & results: blade not energize/cut correctly, no; lcs/cs jaw not open/close correctly, no; lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was received in good condition. The device was tested and was found to be functional. There were no anomalies noted with the alignment of the blade and pad. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported prior to a laparoscopic nissen fundoplication the blade and pad would not align on the lcs15. Another lcs15 was pulled and the case was completed without incident. There was no consequence to the patient.